Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt death/equipment failed) was investigated. Death analysis concludes the device properly detected bradycardia. No treatment sequence was initiated for bradycardia, as it is considered a non-shockable rhythm. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Significant signal artifact on both channels was visible due to CPR efforts by the hospital staff. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation. Upon eval, there was an unrelated failure. The pulse wire inside the trunk cable was pinched and shorted. The root cause of the pinched and shorted wire cannot be positively identified but is likely physical abuse to the trunk cable. The damage to the pulse wire, however, did not cause or contribute to the pt's death. The device functioned as designed. No adverse event resulted from the damaged wire.

Event description:
Zoll logistics contacted customer support to report that the pt's wife was alleging that the equipment had failed and the pt passed away.